Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 56 months of support on the lvad, the patient was readmitted for pump stoppages, low flow alarms, and low speed alarms. X-rays and log files were submitted to the manufacturer for analysis and indicated that there may be a slight break in the shield at the external bend relief/metal connector section. An external percutaneous lead repair was scheduled. Add'l info provided to the manufacturer indicated that after the repair was completed, the patient received a red heart alarm and a pump stoppage. The hospital subsequently requested a modified power module patient cable from the manufacturer for the patient's use.